Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. User did not provide the exact date and time of the event. The investigation was performed on the user's data available in data management system assuming that the date of event was on the date of event made aware to senseonics. Upon review of one (1) week of data leading to the day the event was reported, the event could not be confirmed. Since there are no time and date for the reported event and that the event could not be confirmed, there could be no further investigation performed at this time.

Event description:
Senseonics was made aware of a false hypoglycemia event due to alleged sensor inaccuracies on (B)(6)2021. The reported blood glucose (bg) value was 50 mg/dl and sensor glucose (sg) value was 170 mg/dl. User complained of receiving low glucose alerts even though the bg was 170 mg/dl and there were no symptoms. User didn't seek medical treatment but user reported of self-treating for hypoglycemia considering the sg value.